Event description:
It was reported the pt is experiencing over-stimulation in addition to ineffective/intermittent stimulation. The sjm rep was unable to reproduce these issues. Diagnostics did not reveal any anomalies. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.